Event description:
The pt was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported on (B)(6) 2014, that the pt had not been discharged from the hospital. On (B)(6) 2014, the pt experienced a gi bleed that was reportedly not easily found. An upper gi endoscopy, colonoscopy, and double balloon enteroscopy were performed without success. Interventional radiology found the source and cauterized the bleeder. The pt was taken off of coumadin during this time, which was approximately 2 weeks. The coumadin was restarted on (B)(6) 2014. On (B)(6) 2014, the pt's inr was 1.6 but his goal was 2-3. The pt was not discharged until his inr was therapeutic. The pt was discharged on (B)(6) 2014. It was reported that the pt's pump is working fine and his pump parameters have been normal.

Manufacturer narrative:
The pump remains in use supporting the pt. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The pump remained in use supporting the patient at the time of this event. A correlation between the device and the reported gi bleeding could not be conclusively determined. The instructions for use lists bleeding as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received on (B)(6) 2015 that the patient experienced a "life threatening gi bleed" on (B)(6) 2014. The patient¿s international normalized ratio (inr) target at the time was 2.0-2.5. The patient had several upper/lower gi scope procedures, but there was difficulty finding the bleed. The patient¿s hemoglobin stabilized after several units of blood, so his inr target was lowered to 1.5-2.0.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.